Event description:
Healthcare professional reported clinical patient implanted with xen®45 gts in left eye. On pod43, patient experienced "exposure of the drainage tube." On pod49, patient underwent amniotic membrane transplantation for conjunctiva repair surgery; event noted as resolved. Device remains implanted.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.